Manufacturer narrative:
As the type iiib endoleak occurred 2 years post implantation, it is unlikely that the device had any fabric damage or defects at implantation. It is possible that the damage may have been caused by the patient's anatomy (calcified vessel rubbing on stent fabric) or other contributing factors, however this cannot be confirmed. Scans have been requested in order to perform a clinical review (particularly the ivus performed on (B)(6)); however, the physician has declined the request therefore it is not possible to fully investigate the complaint issue in order to determine the cause of the endoleak. All inspection and manufacturing activities met specifications.

Event description:
Event: type iiib endoleak post procedure / re-intervention the original evar was performed on (B)(6) 2015. During the patient follow-up, an unknown endoleak was identified. The physician made the decision to continue to monitor the patient. On regular follow-ups ((B)(6) 2018), it was confirmed that the aneurysm was enlarging (approx. 1 cm). At this stage, it was decided to plan a re-intervention. At this point, the physician suspected a type iiib endoleak coming from the portion nearby the proximal side of the ipsilateral limb (left). A re-intervention was planned and performed on (B)(6) 2018. An ivus (intravascular ultrasonography) confirmed a leak from the ipsilateral limb section of the stent graft. In order to resolve the endoleak, a converter was placed to cover the leak, a gore excluder cuff was deployed through the whole length of the ipsilateral leg in order to complete the aui and an embolization of the contralateral limb was performed by using both coils and the amplatzer vascular plug. The second ivus confirmed the type iiib endoleak had resolved. Finally, a fem-fem bypass was performed.